Event description:
A peritoneal dialysis (pd) patient reported being hospitalized since (B)(6) 2024 for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2024 the patient went to the emergency room (ER) for a reported fever (no value provided). The patient¿s fever began a few days prior to going to the ER. The patient had also undergone an unspecified cardiac procedure a few days prior to the ER (no date provided). The patient was diagnosed with peritonitis and admitted to the hospital from the ER on (B)(6) 2024. The only documentation available from the hospital is the culture resulted positive for gram-negative rods (no organism was documented). The patient was expected to be discharged on (B)(6) 2024. No information pertaining to antibiotic therapy was available. The cause of the peritonitis is not confirmed. The patient did not report any cassette leak or other issue with any fresenius products. No further information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a final culture result with organism identification was not available, the hospital documentation identified the peritonitis to be gram-negative rods (bacilli). Gam-negative bacilli are commensal organisms present among normal intestinal flora. These commensal organisms plus others from animal or environmental reservoirs may cause disease. A cause of the peritonitis was not confirmed, but the patient did undergo an unspecified cardiac procedure a few days prior to the start of symptoms. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized since (B)(6) 2024 for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2024 the patient went to the emergency room (ER) for a reported fever (no value provided). The patient¿s fever began a few days prior to going to the ER. The patient had also undergone an unspecified cardiac procedure a few days prior to the ER (no date provided). The patient was diagnosed with peritonitis and admitted to the hospital from the ER on (B)(6) 2024. The only documentation available from the hospital is the culture resulted positive for gram-negative rods (no organism was documented). The patient was expected to be discharged on (B)(6) 2024. No information pertaining to antibiotic therapy was available. The cause of the peritonitis is not confirmed. The patient did not report any cassette leak or other issue with any fresenius products. No further information was available.